Event description:
Ohmeda stopcock caps have an opening which could allow leakage and/or entry of contaminants. The ohmeda stopcock was evaluated and approved during the bidding process. However, with continued use, the departments of surgery and anesthesia have brought to rptr's attention a potential problem. After reviewing these concerns with the ICU staff and surgery rptr is requesting to cancel the standing order with ohmeda and reward to the next lowest bidder.